Manufacturer narrative:
Based on the claim against the product by the customer noting error 23072, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the set up joint (suj) to perform failure analysis. The suj was analyzed and reported failure was confirmed. The unit was returned for failure analysis and the reported failure was confirmed through remote fe. According to the report, the unit had experience errors 23072. This type of error showed up on error log history. The error was also replicated on the system. The shoulder harness was found to be cut.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical (is) clinical sales representative (csr) called technical support engineer (tse) and reported a recoverable fault 23072. Arm 1 was alarming yellow. Tse checked the live logs and confirmed error 23072 pointing to set up joint (suj) 1, z-axis. Tse guided the csr to exercise and change vertical position of arm 1, together with emergency power-off (epo) of the patient side cart (psc), but 3 attempts did not bring any improvement. Surgeon needed all arms to perform the case. The procedure was converted to laparoscopic surgery with no patient injury and with a delay of 15 to 30 minutes. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system. The system initially powered on without errors. The self-tests were performed without any issue but during the setting up of the arms for the draping, arm n°1 had presented this issue, the head nurse in the room had "solved the problem" on the screen and moved the arm slightly, which solved the error temporarily. The procedure was converted to laparoscopy because the surgeon did not want to perform this operation with 3 arms. The conversion did not result in an increase in incision size or additional ports. The patient had tolerated the change. There was no patient harm nor injury. The delay of 15-30 minutes did not occur during a critical step of the procedure. The issue occurred when docking the robot.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 23072, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the set up joint (suj) was replaced to correct the reported problem. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the repeated recoverable fault 23072 on arm1. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.